Event description:
On 08/22/2000, the facility's infection control coordinator informed the distributor's marketing mgr of the following: the device was implanted in 2000. The pt returned to the hospital the next day, febrile. Cultured vad grew out pseudomonas. The pt was given antibiotic therapy. The device was explanted seven days later. Because the problem occurred so soon after implant, pt was interested in knowing if there were any other problems with the lot in question (i.e., was it device related or practioner?). The MFR's rep informed the distributor's marketing mgr that to date, no other reports of this nature have been received regarding this catalog/lot number. On 08/14/2000, the distributor's marketing mgr informed the MFR's rep that the facility's infectious control coordinator stated that the device in question will not be returned to the MFR for analysis. She only wanted to know if there had been any other reports of this nature for this catalog/lot no. No further details are available.